Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that soon after the initial implant, the right ventricular (rv) lead was found to have a sensing drop and thresholds rose to a high level. The pocket was re-opened and it was determined that the rv lead had dislodged from the rv apex. The lead was repositioned. No patient complications have been reported as a result of this event.